Event description:
It was reported that during the attempted implant, the patient experienced chest pain and dyspnea. An ultrasound revealed hydropericardium. It was also noted that there was pericardial perforation. The procedure was stopped and the physician performed a pericardiocentesis for rescue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism, turns to extend/retract helix exceeds specification, there was tissue present on helix, the lead appeared to have been damaged at implant and the lead was stretched.